Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 189 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer was unsure if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Customer believes the insulin pump was over delivering as the suspend feature was not working. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device received with the suspend before low alert functioning properly during testing using the glucose sensor simulator. Device received with the auto mode feature functioning properly. (B)(4).